Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient developed a staphylococcus infection. The implantable pulse generator (ipg) system was explanted. Follow up with the patient's clinic indicated the patient had developed endocarditis. No further patient complications have been reported as a result of this event.